Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was stopped operating with white screen and airflow stopped. The device was alarming for spo2 monitor and a drop in the patient's spo2 was observed. The patient's grandmother and father performed ambu bagging. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.